Event description:
Hosp personnel were attending to a pt in a code situation. Allegedly one countershock was successfully delivered, however on the second attempt at charging the defibrillator, the device displayed a svc indicator and ceased operation. A back up device was available and used to continue treatment. There were no adverse effects to the pt reported as a result of the alleged malfunction.